Event description:
The customer reported that a patient's blood pressure dropped because of a malfunction that required infusions of "high doses of blood pressure medicine" to be switched to different pumps. Although requested, no additional event information was provided. No product return is expected.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.